Manufacturer narrative:
This information is based entirely on journal literature. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article:techniques for successful early retrieval of the micra transcatheter pacing system: a worldwide experience. Heart rhythm. 2018; 15(6):841-846.10.1016/ j.hrthm.2018.02.008. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding techniques for removal/retrieval of leadless implantable pulse generators (ipgs). Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that implanted leadless ipgs were selected for removal due to increased capture threshold after tether removal, loss of capture, or due to dislodgement after initial placement. It was noted that in one case the leadless ipg migrated to the pulmonary artery. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.